Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio determined that the cause of the reported issue was due to the system pcb/interface pcb flex cable assembly. The cable intermittently caused the device to be unable to power on. The system pcb/interface pcb flex cable assembly was replaced, and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed system pcb/interface pcb flex cable assembly, however further cause could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.